Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced surging or tugging sensation during MRI scan. Ipg was sent to MRI mode. Patient was sent to the ER because of the shaking, and their blood pressure got very high. The sensations stopped and the patient was sent home.

Manufacturer narrative:
Correction: h6 investigation conclusions code. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.